Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient was admitted to the hospital for other health issues. The device was interrogated for routine follow-up high rv lead impedance was observed. No reported hv therapy and no noise events were recorded. X-rays were inconclusive. The lead was capped and abandoned.